Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. Customer stated that the display was blank and insulin pump had crack. Customer was assisted with troubleshooting. The customer stated that the location of damage was battery compartment. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device was monitored and tested with no blank display noted. Device received with cracked battery tube thread and cracked case battery tube noted. Pump error 63 alarm during self test and confirmed in the device history file due to broken trace on keypad assembly.